Event description:
It was reported that there was no fluoro on the 2600 system during the morning warm up prep. There was no report of patient injury.

Manufacturer narrative:
No evaluation information available at this time. When information becomes available, it will be reported as required.